Manufacturer narrative:
Investigation: no product at hand, therefore an investigation at the devices is not possible. Batch history review: a review of the device quality and manufacturing history records is not possible because the material number as well as the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure at that time. Rationale: on the basis of the current information and without a product for investigation, a clear conclusion/root cause for the implant loosening can not be drawn. At that time it is not possible to verify if the black staining/debris is responsible for the implant loosening. There are many potential sources regarding to implant loosening: modification/ change in the surgical technique. Cement technique; patient fall; patient allergy/infection. Corrective action: product safety case was created.

Manufacturer narrative:
D section: change of article code.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as enduro femoral component. The pre-operative diagnosis in 2017 was multi-directional instability following the primary knee with a nickel allergy of the left knee and left knee pain. The patient was initially implanted with enduro components on (B)(6) 2017. All components were cemented one-on-one with tobramycin placement of stimulan pellets with 240mg of tobramycin follow by 100mg of vancomycin per mixture. There later was a failed left total knee, revision secondary to wear and debris of left knee on (B)(6) 2020, and there had been increased pain noted prior to surgery. A revision surgery was necessary. The implant that was revised was the aesculap enduro femur. A porex component from link with niobium was used instead. Additional information was requested. The adverse event is filed under xc (B)(4).